Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient stated that they have gum disease, inflammation/irritation, recession, and bone loss.